Manufacturer narrative:
(B)(4).

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". To continue therapy another catheter was inserted into the same insertion site. No patient injury or consequence reported. The pateint's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "tip of the balloon was found to be unable to be opened" is not able to be to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". To continue therapy another catheter was inserted into the same insertion site. No patient injury or consequence reported. The pateint's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 9cm and 26.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 8.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire met resistance and could not advance at approximately 26cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 55.6cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "tip of the balloon was found to be unable to be opened" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Corrected data.

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". To continue therapy another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".